Manufacturer narrative:
Report date: 27jul2021.

Event description:
The customer called into technical support (ts) reporting that the device is displaying a blower over temperature message. The device was in clinical use at the time the reported issue was discovered, however, the device was removed from patient without incident. It was being used as a CPAP/bipap so no therapy interruption or delay of any consequence. There was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer states unit gave high blower temp alarm message on screen, customer verified 1122 code in error log and filter is clean, cooling fan is operational. The rse advised customer to run unit on test circuit at set parameters for extended run in to try to duplicate alarm. Provided part and price for blower assembly to replace if needed. The customer was unable to duplicate the problem, so no parts replaced and nothing to be repaired. The device passed required performance verification tests per philips standards and was put back into service.